Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, on (B)(6)2023 the customer was admitted into the emergency room, and was subsequently admitted into the intensive care unit (ICU), with a blood glucose (bg) level of over 600 mg/dl. Customer attempted to address the elevated bg by delivering a manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6)2023 with no permanent damage. Ultimately, the customer reverted to an alternate form of insulin therapy. Tandem technical support performed a system check, and the pump is functioning as intended.